Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this report: g4, g7, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, resistance was experienced when trying to deploy an enterprise stent delivery system (product/lot number unknown) through a 150/5cm prowler select plus microcatheter (606s255x, 30292950). The physician removed the prowler select plus and deployed the stent with a competitor¿s catheter. There was no report of patient injury. The device was inspected prior to use and prepped as per the instructions for use (IFU). An adequate flush had been maintained through the devices. No excessive force was been applied to the device. The device was not returned for analysis. A manufacturing record evaluation was performed for the finished device 30292950 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with product analysis: as reported by the field, during a stent assist coil embolization, resistance was experienced when trying to deploy an enterprise stent delivery system (product/lot number unknown) through a 150/5cm prowler select plus microcatheter (606s255x, 30292950). The physician removed the prowler select plus and deployed the stent with a competitor¿s catheter. There was no report of patient injury. The device was inspected prior to use and prepped as per the instructions for use (IFU). An adequate flush had been maintained through the devices. No excessive force was applied to the device. No additional information is available. The product was returned to cerenovus for evaluation. A visual inspection and functional testing were conducted on the returned device. The visual analysis of the returned prowler select plus 150/5cm microcatheter revealed that no damages or anomalies were observed on the device. The ID and od of the prowler select plus 150/5cm microcatheter were measure and they were found within specification. Then, the device was flushed using a lab sample syringe, after that, a lab sample guide wire was inserted and advanced into the microcatheter until the distal tip without any difficulty. No resistance/friction was felt during the functional test. A manufacturing record evaluation (mre) was performed for the finished device 30292950 number, and no non-conformances related to the reported complaint condition were identified. Since no damages were observed on the prowler select plus 150/5cm and the functional test could be performed without a problem, the customer complaint regarding ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ was not confirmed. Resistance/friction is a known potential issue associated with the use of the device. The event described could not be confirmed as the device was found without damages and a functional test was performed without problem. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) do contain the following recommendations and warnings: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Remove catheter and inspect to verify that is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, resistance was experienced when trying to deploy an enterprise stent delivery system (product/lot number unknown) through a 150/5cm prowler select plus microcatheter (606s255x, 30292950). The physician removed the prowler select plus and deployed the stent with a competitor¿s catheter. There was no report of patient injury. The device was inspected prior to use and prepped as per the instructions for use (IFU). An adequate flush had been maintained through the devices. No excessive force was been applied to the device.